Event description:
It was reported by the patient that after approximately 4 days implant of the intraocular lens, she experienced blindness and a ''white out''. The patient was reported to be allergic to bromide and/or iodine which are used in the patient's eye in preparation for the iol implant. The patient experienced an allergic reaction to bromide in the past. The culture taken produced white blood cells. No medical or surgical intervention was required and the patient is reportedly doing well after following up with her allergist and surgeon.

Manufacturer narrative:
(B)(6). (B)(4). The lens remains implanted. All pertinent information available to abbott medical optics has been submitted.